Event description:
In 2008, the pt reported that 2-3 days ago, the plunger of the insulin cartridge became stuck to the piston rod of the infusion device. As a result, a small amount of insulin spilled into the cartridge compartment of the infusion device. She removed the plunger from the piston rod and dried the cartridge compartment. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The pt was not able to read the serial number of the infusion device. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.